Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. When attempting to reposition the lead following dislodgement the helix could no longer be manipulated after several extension and retraction several times. The lead was extracted and replaced. No adverse patient effects were reported. This lead was never in service.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the complete lead was returned and evaluated. The lead was returned with the stylet still inserted extending beyond the terminal pin end. The stylet and lead were noted to be bent and curved in several places, one of which was near the lead tip. The helix was retracted with dried blood/body fluid in the helix housing and neck region. The lead did not pass continuity testing; x-ray showed the inner conductor coil was fractured at the distal end of the terminal pin. X-ray of the lead tip showed no anomalies. Based on the appearance of the inner coil at the terminal end, analysis concluded the fracture most likely resulted when attempting to extend the helix. The lead design coupled with procedural factors may have contributed to the inability to extend the helix and subsequent fracture.